Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient was presented via merlin.net transmission with oversensing episodes. Intermittently noise events were observed. Further testing was suggested. The lead was capped and replaced. Patient is in good condition.

Event description:
New information received noted that externalized conductors were observed when the previously capped lead was imaged. The patient will continue to be monitored with routine follow-up.